Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
This emdr is being submitted for unknown number of quantities. Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking issues upon insertion on (B)(6) 2026. This issue caused the patients blood glucose level to exceed 500mg/dl and the patient was treated with a correction injection. No further information is available.